Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 122mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a missing end cap sticker and cracked battery tube threads.